Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error (e226). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction (noise appeared in the image) was traced to component failure. The most probable cause of the malfunction (scope communication error) was traced to transmitter and receiver module failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had constant noise appear on the image. The event occurred during maintenance. There was no patient involvement.